Manufacturer narrative:
Database recreated; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that exposure was not possible due to a damaged database and the image disk being full on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.